Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to turn on. The fse visited onsite and upon functional testing the fse found power tray failed due to fuse f11 was bad. So, the fse replaced the power tray and bad fuses. After replacement, the system was getting a grid switch not available error. The fse tried to calibrate the grid, but it failed. The fse replaced the grid switch, but issue persisted, so the fse replaced the x-ray tube as per nss suggestion. During the calibration to the x-ray tube the system experienced generator errors and the error logs showed error in the cube in the valera generator. To resolve this issue, the fse reset generator data within cube and kv/ma pcb. The defective power tray and x-ray tube were returned for analysis. The power tray showed and electrical defect whereas the x-ray tube showed an insulation problem between filament and cathode head (due to a partly small filament short circuit) has led to the reported grid switch error. After replacements and necessary calibrations and alignments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.